Event description:
Customer reported his wife had umbilical hernia surgery and four pieces of 1528-4 microfoam tape were used to secure a gauze dressing over the two inch incision. The tape and dressing were removed the following day and husband reported his wife experienced a red bumpy rash everywhere the tape touched her skin. Over the next 2-3 days, the reaction became worse and she started to get red spots over her face and trunk. They went to the emergency room and husband reported his wife was treated with rx prednisone (oral), rx oral h1 blocker (benadryl type medication, unspecified name), and pepcid. The reaction has reportedly improved, some slight irritation can still be seen where the tape was applied.